Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was diagnosed with peritonitis while hospitalized for an unrelated event. It was not reported if the peritonitis event prolonged the hospitalization. The cause of peritonitis was unknown. The patient was treated with an unspecified intravenous antibiotic therapy for peritonitis. While hospitalized, the patient¿s peritoneal dialysis catheter was removed and peritoneal dialysis therapy was discontinued. The patient was started on hemodialysis therapy. At the time of this report, the patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Occurrence date: the exact date of the peritonitis event was not provided; it was reported the patient¿s hospitalization started (B)(6) in 2014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.